Event description:
It was reported that the patient was having a driveline power fault alarm. The log file captured driveline power fault alarms beginning at 8:14am on (B)(6) 2025. The system controller and modular cable were exchanged. The customer did not see anything inside of the modular cable connection and would return the products for evaluation. After reviewing log file review, signs of damage to a modular cable power line were apparent, relating to the driveline power fault alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis and testing of the returned modular cable (lot number: 6903885). Review of the log files, extracted from system controller (B)(6), revealed at 08:14:18 on (B)(6) 2025, a driveline power fault alarm activated due to the current on power line a dropping below the threshold amperage. The alarm remained active until the driveline was disconnected at 13:48:43 on (B)(6) 2025 to exchange the system controller. The system controller was shutdown at 13:49:47 on (B)(6) 2025. The pump maintained a speed within the expected range while connected to the driveline. The modular cable was tested with a test system controller on a mock circulatory loop, and upon manipulating the modular cable, a driveline power fault alarm was reproduced. The integrity of the wires in the modular cable were tested and an open line was revealed on the power a wire. The layers of the mod cable were removed, and the power a wire was found to have broken near the controller connector bend relief. The ground a and ground b wires had breaches in their insulation at the site of the broken power a wire, exposing the conductors. The power a wire being broken or shorting to a ground wire would both result in a driveline power fault alarm. The communication a wire was also observed to have a breach in the insulation that exposed the conductor further along the cable. No other issues were observed. The reported event was determined to be due to damage of the power a wire. Although not conclusively determined, repetitive flexing of the modular cable during use over time may have been contributed to the observed underlying wire damage. The relevant sections of the device history records for the vad modular cable, lot number: 6903885, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use and the heartmate 3 patient handbook are currently available. The heartmate 3 instructions for use section 2 entitled ¿system operations¿ and the heartmate 3 patient handbook section 2 entitle ¿how your heart pump works¿ instruct the user to not twist, kink, or sharply bend the driveline as it may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the any cables become twisted, kinked, or bent, be sure to carefully unravel and straighten. The heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. This includes events such as a driveline power fault alarm. No further information was provided. The manufacturer is closing the file on this event.